Manufacturer narrative:
Device manufacture dates: sep 2, 2010; sep 17, 2010. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. One (1) acela si polyaxial screwdriver shaft was returned to the complaints handling unit for evaluation. Visual inspection confirmed the initial thread of the screwdriver shaft was sheared off and not the screwdriver tip as initially reported. No other anomalies were observed during the evaluation. A review of the device history record for the acela si polyaxial screwdriver shaft was conducted. No issues were identified during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. As such, this instrument was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the acela si polyaxial screwdriver shaft was conducted on the specific product code from this complaint as the product family does not exist for this instrument. No emerging trends were noted. The root cause of the polyaxial screwdriver shaft thread becoming sheared off cannot positively be determined. However, the shearing of the initial screwdriver shaft thread is most likely indicative of inadvertent cross threading having occurred during the engagement of the screwdriver shaft and the polyaxial screw. No corrective action/preventive action is necessary at this time as there have been no issues identified in the manufacturing or release of this instrument nor have any systematic trends been identified. Therefore, this complaint file will be closed with no further action required.

Event description:
Procedure: revision of spinal fusion. When the surgeon was trying to engage with the head of the screw, the tip of the /expedium driver shaft sheared off. Used a same like product to complete the procedure. No delay. No adverse effects to the patient. No further information available.